Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of concomitant medical products: 5076-52 lead, 429688 lead, 6947m62 lead implanted on (B)(6) 2012. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 , model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2022 / serial#: con415082 UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 12-jan-2021, labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad)patient was admitted for a suspected thrombus. The patient had dark urine and an elevated lactate dehydrogenase (ldh) of 1846. The patient was put on an anticoagulants. A computerized tomography (CT) scan was performed. It was found that there was a high watt alarm on the vad and a loss of power on the controller. Both the vad and controller remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that heart CT with contrast showed vad was appropriately positioned without definite evidence of thrombus in the inflow or outflow cannula. There was mild kinking of the cannula at the proximal/mid portion. Moderate left-sided pleural effusion with left basilar compressive atelectasis, and mild pulmonary edema was noted. The outflow graft was explanted.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding patient weight, medical history, diagnostic test results, and an additional device associated with the event. Section a4 weight in lbs, b5 description or event problem, b7 relevant history, and h6 codes were updated accordingly. Section h10 was updated to include the outflow graft as an additional device. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h6: patient ime code(s): e0731, e0736 d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 30-nov-2022 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-nov-2017 h5: yes h6: patient ime code(s): e0731, e0736, e0514, e1302 h6: imf code(s): f1203, f08, f2203, f2303 h6: img code(s): g04019 h6: FDA device code(s): a040601 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was exchanged to a competitor device and the controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and a correction. B5 description or event problem, h6 codes, d6b explant date, and b2 outcome attributed to adverse event were updated. D6a implanted date was corrected to (B)(6) 2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the patients weight and adverse event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d4: serial#: (B)(6) h6: patient ime code(s): e1302 h6: imf code(s): f1905 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump (B)(6), the associated outflow graft (lot:17095455-0693) and the controller (B)(6), were not returned for evaluation. Information provided by the site indicated that the patient was admitted for a suspected thrombus. The patient had dark urine and an elevated lactate dehydrogenase (ldh) of 1846. The patient was treated with anticoagulant medications. It was further reported that the ventricular assist device (vad) was exchanged. Of note, it was reported that a heart computerized tomography (CT) scan with contrast revealed that the vad was appropriately positioned without definite evidence of thrombus in the inflow or outflow cannula and there was mild kinking of the cannula at the proximal/mid portion. The CT scan also revealed moderate left-sided pleural effusion with left basilar compressive atelectasis and mild pulmonary edema. The reported ¿mild kinking of the cannula¿ event could not be confirmed due to insufficient evidence. Log file analysis revealed normal power consumption and estimated flow within the analyzed period. One high watt alarm was logged on 28-jul-2022 at 08:34:51. In addition, log file analysis revealed one controller power-up with associated motor start event logged on 28-jul-2022 was connected to power port one with 90% relative state of charge (rsoc) and (B)(6) was connected to power port two with 40% rsoc. The data point recorded after the loss of power revealed that a controller power adapter was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 11 seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported high watt alarm and loss of power events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information and historical review of similar events, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus and pleural effusion are known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus and hematuria. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues rel ated to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6)/ h3: yes. H6: FDA method code(s): b15,b17 h6: FDA results code(s): c19. H6: FDA conclusion code(s): d15. D4: lot#: 17095455-0693. H3: yes. H6: FDA method code(s): b17 .h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.